Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was no longer communicating with external devices and displayed the "replace generator" message. Ipg was confirmed to be inoperable. In turn, surgical intervention was undertaken in (B)(6) 2017 wherein the entire system was explanted. Exact date of explant was not made known to the manufacturer.